Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat recurrent cystocele, enterocele, rectocele, cervical prolapse with stress urinary incontinence and hypermobile urethrovesical function. It was reported that patient underwent mesh removal/revision on (B)(6) 2009.

Manufacturer narrative:
(B)(6). It was reported that the patient underwent cystoscopy fulguration in 2004 and 2009. It was reported that the patient underwent insertion of drug implant device in 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00558. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cervical stumpectomy, repair of enterocele with bilateral uterosacral ligament colpopexy, extensive lysis of cul-de-sac adhesions from the colon, posterior colpoperineorrhaphy using mesh and cystoscopy. It was reported that patient had a bladder biopsy, bladder overdistention and cystoscopy on 03/10/2004 due to chronic interstitial cystitis.

Manufacturer narrative:
.